Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 4.4 inr , donor #2 inr: 2.4 inr. Donor #1 hct: 38%, donor #2 hct: 32% . Donor #1: master lot: 4.4 inr, donor #1: customer's meter and master lot: 4.4 inr. Donor #2: master lot: 2.4 inr, donor #2: customer's meter and master lot: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. None of the customer's medications are currently known to interfere with the accuracy of the test results. The customer reported receiving three errors during the initial complaint. The customer was not able to remember which error was received. Once the meter was returned, the error report was accessed and only one error message was found on the day of the incident ((B)(6) 2017). The error observed is "error 140 sample application not recognized." This message can occur if the strip is not dosed before timing out or if not enough sample is applied to the test strip to be detected. The strips requires at least 8ul of blood to perform the test.

Manufacturer narrative:
Based on a review of the meter memory, the 5.7 inr result was at 6:46 p.m., the 4.4 inr result was at 6:48 p.m. And the 6.3 inr result was at 7:02 p.m. The meter memory also lists a fourth test at 8:07 p.m. Of 6.4 inr. Additional erroneous results were identified in the meter memory as well. On 05/07/2016 there is a result of 1.1 inr at 1:07 p.m., a result of 1.1 inr at 1:08 p.m. And a result of 2.2 inr at 1:14 p.m.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer has discarded the strip vial.

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer tested 6 times within 30 minutes. The customer received 3 error messages and 3 inr results. The customer did not remember what the error messages were. While performing the 6 tests, the customer used 2 fingers, but doesn¿t know which inr results were the first tests on each finger. The 3 inr results were 5.7 inr, 4.4 inr and 6.3 inr. The customer observed the qc check mark with all of these results. The customer made no changes to her medication. The customer¿s therapeutic range is 2.0-3.0 inr. There was no allegation that an adverse event occurred. The customer is stable and just got over being ill. The customer had a vitamin b-12 shot a week prior to this event. The customer is not anemic and has no antiphospholipid antibodies. The customer is not on heparin therapy or direct thrombin inhibitors. The customer has had no recent changes in coumadin, no changes in her diet and no unusual bruising. The meter and strips were requested for investigation; however the customer has discarded the strip vial and it will not be returned.